Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer had a motor error alarm during rewind. Customer's blood glucose was 187 mg/dl. Customer was advised to remove the pump battery to prevent continued alarms. Customer was advised that the pump will need to be replaced. Customer was asked verbally and in written form to return the pump for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. Unable to confirm the motor error alarm due to blank display. However, the motor was tested outside the device and passed. The insulin pump has minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.